Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pinhole in the patient line of two (2) amia automated pd cycler sets which resulted in a leak. This was observed during use of the devices for peritoneal dialysis (pd) therapy. It was stated that there was no damage to the cassette and no tool or sharp objects were used to open the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.